Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were broken, the right and left plunger cases cracked. Top case front lower right corner cracked. The device history log showed there was primary audible alarm background test error in history log. The device was tested using the occlusion flow test / start up process. The reported problem was unable to duplicate the primary audible alarm background during occlusion flow test. The root cause was unable to determine. No physical damage observed. The tech replace speaker for preventive. Perform pm and all functional test which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported the device primary audble alarm test. No patient injury reported.